Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that he has been having unexpected high blood glucose readings in the last 3-4 days. The customer treated the high blood glucose readings with a manual shot. The customer was advised to check the infusion set tubing for the presence of air bubbles. The customer stated that there were no air bubbles along the tubing. The customer was advised to remove the reservoir, rewind, reinsert the reservoir and run manual prime with the current set. The customer stated that insulin exited. The customer was advised to verify the accuracy of programming with his health care provider.